Event description:
During catheterization, it was reported that the catheter perforated a vessel. No other injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).